Event description:
Philips received a complaint on the heartstart mrx indicating that device did not show ECG (electrocardiogram) signal during use. However, there was no harm or injury reported. Customer used another device immediately. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to an ECG lead trunk cable failure. The root cause of the component failure could not be determined. The issue was resolved by replacing ECG trunk cable and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that, when rescuing patient with sudden cardiac arrest, the customer used a defibrillator to connect the electrocardiogram monitoring wire to the patient, and there was no electrocardiogram signal displayed. The customer immediately replaced another device for treatment, which delayed the rescue time. The defibrillator had passed routine test on the day before use and showed normal readings, indicating that it was in a normal emergency state. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.